Manufacturer narrative:
One device was returned for analysis of complaint of ¿the device had alarm not sounding issue.¿ review found no service history within last twelve months. No errors were found in the event log. Visual and functional testing was performed. Complaint was confirmed through occlusion test and calibration. Device fails to emit sound during occlusion testing and calibration. Printed wire assemble (pwa) is likely defective. Replaced pwa board. Upon further investigation, occlusion test is interrupted by multiple yes/no prompts followed by an immediate upstream occlusion. The upstream occlusion (uso) sensor was defective. Replaced uso sensor and seal. Device passed all testing criteria post repair.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had alarm not sounding issue. The event happened during testing.